Manufacturer narrative:
Quality control was run before and after the incident and results were within the stated ranges. A field service engineer (fse) was on site (B)(6) 2011. The fse replaced the backwash tank and red blood cell (rbc) apertures, performed complete blood count (cbc) latex calibration for the new aperture and recommended instrument calibration. On (B)(6) 2011, the customer reported recurrence of intermittent high plt results. The fse was on site and inspected the rbc bath and found that the black ground wires had been accidentally switched. The fse corrected the wires. On (B)(6) 2011, the customer again reported recurrence of intermittent high plt results. The fse returned to the site and replaced the rbc bath. The fse inspected the sweep flow reservoir and replaced two actuators for the sweep flow and tubing. On (B)(6) 2011, the customer reported ongoing intermittent high plt results. The fse observed vc10 was full with blood tinged fluid. The fse replaced the defective check valve below vc10, replaced all check valves in center panel, and replaced black striped I-beam tubing. Root cause for the erroneous results may be attributed to the defective check valve. Related mdrs: 1061932-2011-01560; 1061932-2011-01563; 1061932-2011-01564; 1061932-2011-01565.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report intermittent high platelet (plt), low mean corpuscular volume (mcv), and erratic mean platelet volume (mpv) generated on a coulter lh 750 hematology analyzer without instrument generated messages. The customer reported erroneous results were generated and reported out of the laboratory on (B)(6) 2011. This report is two (2) of four (4) and represents the intermittent high plt results generated on (B)(6) 2011. There was no death, injury or change to patient treatment associated with this event.